Event description:
The patient underwent a double valve replacement due to aortic and mitral valve endocarditis. The sjm valve was explanted and replaced with a smaller bioprosthesis from another MFR. Intraoperatively, an abscess was observed in the area of the subvalvular ring of the sjm valve.